Event description:
Goretex suture passer was used to secure mesh. In the process of retrieving the suture, the needle tip portion of the goretex suture passer broke. Incision was made to retrieve the tip. After 45 minutes of looking, the tip was retrieved. Abdominal x-ray was done to ensure no part of the goretex suture remained.